Event description:
Customer reported issue with touchscreen responsiveness, noting that the pump screen was frozen and unresponsive, without any cracks or shattering. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset as guided by technical support, but screen remained unresponsive. Technical support arranged for replacement of the pump, and instructed customer on backup therapy using mdi to ensure insulin delivery was uninterrupted.